Event description:
A patient underwent a laparoscopic retropubic urethral suspension, lysis of adhesions, hernia repair, and rectocele repair. Gynecare intergel was instilled at the conclusion of the procedure. The patient developed a fever of 103 degrees. No localizing cause was determined. White blood count was negative. The patient was treated with antibiotics and their fever resolved. The source of fever was never found.